Event description:
It was reported insulin kept leaking out during bolus delivery. The pod adhesive came off and the cannula dislodged from the infusion site (leg). The patient's blood glucose levels rose above 250 mg/dl while wearing the pod for between 37 and 48 hours. The pod was discarded and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.